Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70 serial #: (B)(4) description: scs 70cm iii lead the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having an upset stomach when the stimulation was turned on. The physician believed it was not device related. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having an upset stomach when the stimulation was turned on. The physician believed it was not device related. The patient underwent an explant procedure. No device malfunction was suspected.